Manufacturer narrative:
The product was discarded and will not be returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(6).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a failed non-medtronic valve, a dissection in the right common iliac artery was noted and a stent was placed. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Access site injuries are a known risk per the instructions for use (IFU), and are generally related to patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that there was a lot of calcium, which was likely a factor in the injury. No devices were returned for analysis, nor were any procedural images submitted for review. Therefore, a root cause of the dissection could not be determined from the limited information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.